Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8198149. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the tubing there was leakage at the y shaped junction. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, the nurse in 203 area successfully used the indwelling needle to puncture the patient. It was found that the blood flow was smooth and the blood leakage at the y-shaped side hole of the indwelling needle. To avoid the second puncture, the side hole screw was unscrewed and connected to one another joints.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the tubing there was leakage at the y shaped junction. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, the nurse in 203 area successfully used the indwelling needle to puncture the patient. It was found that the blood flow was smooth and the blood leakage at the y-shaped side hole of the indwelling needle. To avoid the second puncture, the side hole screw was unscrewed and connected to one another joints.